Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that the lead was explanted and replaced. Insulation damage was noted. No further information available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate shocks due to noise. Lead will be revised.